Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30799804l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 62-year-old female patient (189lbs) underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered heart block requiring dopamine and atropine to be administered along with a temporary pacemaker. While completing an afib case, a junctional rhythm was noted. The patient rhythm was at 45bpm, which could be possible damage to the sinus node. They began pacing the patient, and dopamine and atropine medication were administered. The patient also had a temporary pacemaker. The physician still doesn't know what the issue could have been. No ablation near the sinus node was completed. The junctional rhythm was elevated at 50bpm, and the pacing was done on her own mostly when the patient was moved to the intensive care unit for monitoring. The patient was in stable condition. The physician¿s opinion on the estimated cause of this adverse event is that it was patient condition. As of (B)(6) 2022, she is fully recovered. The sinus node was ¿asleep¿, but it is woken up now. She stayed until the next day for observation.